Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that "skin got stuck on the grate and graft was tattered" while using the zimmer skin graft mesher. There was no report of injury or medical intervention associated with the incident.